Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased below 70 mg/dl while wearing the pod on the leg for longer than 48 hours. The patient loss consciousness and emergency services were called. The patient was treated with liquid sugar and blood tests were performed. The patient was released after 3 hours.